Event description:
Pacemaker under boston scientific advisory [redacted] for high battery impedance may initiate safety mode. Recommendation for patients dependent on pacemaker to have prompt generator change. Patient requested generator change when returned to [redacted]. Pacemaker generator changed [redacted].